Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system after post-meal correction dosing, with the lowest recorded glucose of 52 mg/dl and approximately 45 minutes below range; the user was wearing a g7 sensor and used graham crackers as back-up therapy, with light-headedness prompting assistance from a contact. Symptoms included light-headedness. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included troubleshooting and education on algorithm function and strategies to mitigate future lows. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.